Event description:
It was reported a patient underwent an endometrial thermal ablation in 2008. During the procedure, the impeller stuck to the balloon and ruptured it. Another like product was opened, and used with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.